Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for analysis. The reported peeled was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during preparation of a balance middleweight (bmw) universal ii guide wire (gw), resistance was felt when saline was put on the guide wire and wiped. Resistance was felt when wiping the gw device itself. Therefore, the gw was then visually inspected, and it was noted that a part of the middle section was not similar to other guide wires. There was no damage noted to the packaging. Another bmw was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. Return device analysis indicated that the irregular appearance/texture was due to teflon flaking off the guide wire.